Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. A review of the device history record was not performed as the reported event is not related to a manufacturing or a servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was septic with the mediastinum and urinary tract being sources of infection.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B5 desc evt problem, h6 patient codes and additional codes section were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was having cough and fever after their trach was decannulated. Blood cultures were drawn, and the results were positive for bacteremia and e. Coli. It was also noted that bacteremia of unknown source was detected in the urine. The patient received both oral and intravenous (IV) treatment. It was also noted that a computerized tomography (CT) was performed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having cough and fever after their trach was decannulated. Blood cultures were drawn, and the results were positive for bacteremia and e. Coli. It was also noted that bacteremia of unknown source was detected in the urine. The patient received both oral and intravenous (IV) treatment. It was also noted that a computerized tomography (CT) was performed. The patient's hospitalization was extended and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.